Event description:
It was reported the connector where the programmer rf (radio-frequency) head connects has intermittent contact. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event of intermittent contact. The rf (radio-frequency) head connection was found to be loose on a circuit board. Interrogation was not possible and an error message was noted in the programmer log.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.